Manufacturer narrative:
Title: short- and medium-term outcomes of intracorporeal versus extracorporeal anastomosis in laparoscopic right colectomy: a propensity score-matched study source: liao et al. World journal of surgical oncology (2021) 19:6. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from september 2016 to april 2018, postoperative to laparoscopic right hemicolectomy using intracorpeal anastomosis (ia) vs. Extracorpeal anastomosis (ea), complications include intra-abdominal infection treated with parenteral antibiotics. Among these patients, one presented with a pelvic abscess, confirmed by cat scan (CT) and was readmitted for percutaneous drainage. In addition, one patient presented with wound dehiscence of anastomosis and required reoperation and another patient presented with dehiscence after discharge and required readmission for surgical management.